Event description:
Patient scheduled for vats wedge procedure, had CT-guided marking of nodule with fiducial device. One of the markers disappeared and was suspected of being in the lad. Cardiology consulted and fluoroscopy revealed to have lodged in distal lad. Patient was clinically stable and had no chest pain. Patient surgery was postponed and placed on coumadin for observation. Remained asymptomatic and sent home on baby asa. She will be followed by a cardiologist. Diagnosis or reason for use: marking for a small lung nodule.